Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer stated that she was connected during the manual prime. The customer stated that she understands that she should be disconnected from the insulin pump when performing the manual prime. The customer also stated that she had noticed a priming anomaly prior to the event. The displacement and self tests could not be performed at the time of the phone call. Nothing further was reported.